Event description:
The customer reported the system displayed a black image from the live monitor and tracked to maximum technique. This resulted in the loss of a live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.